Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, aortic root dissection occurred, open-heart surgery was performed, and the valve was explanted. Following deployment of a 23 mm sapien 3 ultra resilia (s3ur) valve with nominal volume, the patient experienced hypotension, and echo revealed pericardial effusion. Pericardiocentesis and drainage were performed, but the blood pressure did not recover. Echo showed turbulent flow near the sinotubular junction (stj), leading to a diagnosis of stj dissection. The patient was converted to open-heart surgery. Hemostasis was attempted by suturing the bleeding site near the stj but could not be achieved. Extended dissections were observed in the sinus of valsalva (sov) and left ventricular outflow tract (lvot) of the direction of the right and left coronary cusps (rcc/lcc). The s3ur valve was removed, and a surgical aortic valve replacement (avr) was performed using a 17 mm regent valve. The dissected area of the stj was repaired with a patch. Per the physician's opinion, the calcified and narrowed sinotubular junction may have prevented full balloon expansion at that site, causing pressure to redirect toward the left ventricular outflow tract (lvot), potentially resulting in dissection in that direction. Alternatively, the narrow sinuses of valsalva combined with severe calcification on the non-coronary cusp (ncc) may have caused pressure to shift toward the rcc and lcc, leading to dissection of the sinuses.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (advanced age, small body weight likely given short height, moderate to severe calcification, narrow sov, narrow stj diameter with moderate calcification) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.